Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients were not showing. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing. A technical support specialist (tss) dialed into the es server and logged into the es website. The first patient¿s information showed multiple temporary profiles, while the actual profile was marked as discharged with a discharge date of 6/7/2026. A temporary visit type with 11 profiles was identified. For the second patient, admit discharge transfer (adt) showed a discharge date of 6/10/2026, and three temporary profiles were created under unit med/surg. Multiple profiles for both patients prevented them from appearing on pyxis devices. Tss informed the customer to amend the discharge dates for both patients and to contact the hospital adt team to update the discharge details, which would change the profiles to admitted status. The customer was also advised to instruct nursing staff to delete the temporary patient profiles created. The system functioned as intended after the technical support specialist investigated the device.